Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the barbed suture was used. During surgery, the problem of pulling off suture needle happened and the suture broke. A like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please advise which suture broke and which suture pulled off? ¿ please provide the lot number for product code sxmd1b403: ¿ device return status: ¿ please provide the lot number reported in this event? ¿ what was the exposure time of the suture? Was the suture package opened and used right away per the IFU? ¿ are there pictures of the reported failure available that could be forwarded for review? ¿ are there sterile samples from the reported finished goods lot available for testing? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a405 was received for evaluation. In order to evaluate the conditions of the returned sample, no needle pull was observed. The swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be caused by a surgical instrument. The suture was examined, and body fluids were noted along the strand. In addition, both sides of the fixation tab were cut possibly caused by a surgical instrument. Functional test was performed using an instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # pc-(B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please advise which suture broke and which suture pulled off? -unk ¿ device return status: -returned ¿ please provide the lot number reported in this event? - sxmd1b405/rcmlcz ¿ what was the exposure time of the suture? Was the suture package opened and used right away per the IFU? - yes. ¿ are there pictures of the reported failure available that could be forwarded for review? - no. ¿ are there sterile samples from the reported finished goods lot available for testing? - no. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.